Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occured during treatment. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the MFR via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.

Event description:
It was reported by a registered nurse that a saline bag back filled during pt involvement. The nurse stated that the pt did not receive any fluids from the refilled bag. The nurse removed the bag and left it with technical support for service. There was no pt reaction.